Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episode was observed via remote transmission. It was determined the episode was not lead noise related but a slow ventricular tachycardia episode. Further testing was recommended; patient will continue to be monitored.